Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. The visual inspection of the returned product noted three sulus were fully fired, with an engaged interlock, and advanced knife blades. There were no missing components and no evidence that the units locked on tissue. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the advanced knife blades may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing. If the firing knob is not fully retracted, difficulty in unloading the loading unit may be experienced, and may prevent further loading from occurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open resection of bail and colon. Four loading units malfunctioned. The blade did not or partially deployed. This resulted in an incomplete or zero resection of the intestine. A component disengaged. The stapler partially fired. To complete the procedure, the product was changed. No known impact or consequence to patient at this time.